Event description:
The pump was returned for investigation. Investigation revealed that the display screen was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be cracked. There was no patient impact associated with this complaint.